Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The patient was on prior regimen of aspirin at the time of index procedure and received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. New right bundle branch block (rbbb) was noted post balloon valvuloplasty. Three days after the index procedure, the patient was discharged on aspirin and clopidogrel. Six days post index procedure, the patient developed lbbb. At the time of reporting, the event was considered not resolved.